Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received an inappropriate shock due to noise on the rate/sense portion of this implantable right ventricular (rv) defibrillation lead. Low pacing impedance measurements and sensing measurements were also observed on the rv lead. Additionally, this rv lead exhibited high out of range pacing impedance measurements. This implantable right atrial pacing lead also exhibited low sensing measurements. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative reported this rv lead was fractured. The physician elected to program the device to monitor only. As of today, the available information suggests this device and these leads remain implanted. If any additional information related to this incident becomes available, this event will be updated. Additional information was received indicating the patient's system is no longer in service. The device was explanted and was not replaced. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.